Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. The patient came in for their 45 day follow up. It was discovered at this time that the closure device had embolized. The device was successfully removed from the patient percutaneously. The patient is doing fine and recovered well from this event.